Event description:
On (B)(6) 2009, the pt's wife reported the pt's insulin infusion device made a "humming noise" during the change the cartridge procedure. She stated the cartridge chamber looks cloudy and she "imagines" insulin spilled inside the chamber. To troubleshoot, the pt's wife was instructed to complete the change the cartridge procedure and she received an e10 (cartridge) error. During the rewind of the piston rod, the device gave an e2 (low battery) error. She changed the battery (expiration date unk) and during the rewind, another e10 was received. She stated the piston rod only moved 3/4 of the way down the chamber. She was assisted with setting up the pt's backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.